Manufacturer narrative:
(B)(4). The event occurred on an unspecified date (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a dry sponge. This was observed before use when the pouch was opened. The patient did not use the minicap. The sponge was brown in color. There was nothing unusual noted until pouch was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 07/07/2016 - 07/15/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.